Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the system controller was not confirmed. There was no photos or log files submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information indicated that the patient experienced several backup battery fault alarms that did not resolve with exchanging the backup battery. The controller was upgraded from software version 1.4.0 to 1.7.0. Additional information provided stated that dates of the exchanged backup battery are not available, and the system controller exchange resolved the alarms. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the software upgrade resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the site requested a version 1.7 software upgrade for the patient's system controller as the patient had experienced several backup battery (ebb) fault alarms which did not resolve by replacing the ebb.